Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The history files from on (B)(6) 2023 (specified date of the incident, given from the costumer) were investigated. On (B)(6) 2023 23:43 pm, a space line neutrapur was inserted. The rate was set to 2,49 ml/h and the vtbi to 70 ml. Then the drug "dobut" was selected. The infusion was started on (B)(6) 2023 23:48 pm. One minute later the vtbi was changed to 89,99 ml. The infusion was stopped on (B)(6) 2023 by the costumer. Up to that time the device has delivered a volume of 62,06 ml (act. Volume infused). The space line neutrapur was taken out at 01:23 am. Inside the history files no anomalies could be detected. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device was in a clean state and no visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,35%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. The complaint values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,35%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. The complaint malfunction could not be reproduced ore detected inside the history files. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in australia: "overinfusion." "Incident covering a few hours from 04:00 to approx. 10:00 on (B)(6) when the pump was changed. The nurses and medical staff involved are sure that they troubleshooted all aspects of the dobutamine infusion. The correct weight, dose, rate and line type were input into the pump. There were no changes to the rate during this time. The line was checked for signs of leakage at the bag end and at the patient connection. Other infusions running on the central line lumen were turned off. There was no evidence that the line was kinked. The actual infusion bag was replaced. As identified in the ims it was noted that the bag only had 20mls left in it when there should have been around 70mls. Throughout this time period the patient's blood pressure was uncontrollably cycling up and down. The pump did not alarm in away way to alert."

Event description:
As reported by the user facility information by bbm sales organization in australia: "overinfusion" "incident covering a few hours from 04:00 to approx. 10:00 on the 13th feb when the pump was changed. The nurses and medical staff involved are sure that they troubleshooted all aspects of the dobutamine infusion. The correct weight, dose, rate and line type were input into the pump. There were no changes to the rate during this time. The line was checked for signs of leakage at the bag end and at the patient connection. Other infusions running on the central line lumen were turned off. There was no evidence that the line was kinked. The actual infusion bag was replaced. As identified in the ims it was noted that the bag only had 20mls left in it when there should have been around 70mls. Throughout this time period the patient's blood pressure was uncontrollably cycling up and down. The pump did not alarm in away way to alert."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.